Manufacturer narrative:
Method: DHR review did not show issues related to this complaint.

Event description:
The event is reported as: the first clip blocked during a partial nephrectomy. Additional information requested but not received in time for this report. No patient injury reported.